Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that an amiodarone infusion was running at 17ml/hr, infusing for longer than 24 hours, and not running with tko (to keep open) fluid, when blood backed up into IV line.

Event description:
The customer reported a a17ml/hr. Amiodarone drip was infusing more than 24 hours, when blood began to back up into the IV line. There were no kvo IV fluids infusing at the time, and no leaking was identified. There was no patient harm.

Manufacturer narrative:
The customer¿s report of infusion running longer than 24 hours and not running tko (to keep open) when blood backed up into IV line was not confirmed in the event log or replicated during testing. Review of the pcu event log found no errors or malfunctions on the customers reported complaint date of 28 april 2019. The review found several instances where the infusion completed and transitioned to kvo (keep vein open). Functional testing performed on the returned pump module found the pump delivering fluid within specification. The root cause was not determined. The pump module was thoroughly inspected and tested, no issues were found.